Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its comonents were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that after deployment of the stent graft a kink developed in the ipsilateral limb due to severe angulation in the aortic neck which produced flow restriction. A self-expanding stent was not available for correction of the kink; therefore, a fem-fem bypass procedure was performed to prevent any late complications. Final angiogram demostrated no endoleak and successful outcome. No clinical sequelae were reported, and the pt is reported to be fine.